Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2014, and confirmed that this device was not previously returned for servicing and that there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was not powering on and displayed a black screen. A field service engineer (fse) isolated and disconnected all drawers to rule out drawer controller issues and confirmed that the station still would not power on. The fse then accessed the electronics compartment and inspected the power, module, and communication sled components. After coordination with the team and with a power supply provided by the customer, the fse replaced the power supply. The station powered on successfully, all drawers were detected on the bus, and the station was monitored for over 30 minutes, confirming normal operation and a successful repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, machine was not powering on and the screen was black. The customer had unplugged and plugged back in, tried to turn the station off and on, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.